Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The iol product history and batch records were reviewed and documentation indicated the product met release criteria. The iol delivery system product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the iol lot number. (B)(4).

Event description:
A purchasing representative reported that during a cataract removal with intraocular lens (iol) implant procedure, the iol was observed to be scratched after it was inserted into the eye. The iol was removed during the same procedure through an enlarged wound, and another iol was used to completed the procedure. The patient was prescribed two doses of an oral carbonic anhydrase inhibitor the day of surgery only. It was reported that the patient was doing well with no problems at the one-day postoperative visit. No sample was available to be returned for evaluation.